Event description:
A patient reported experiencing inaccurate erratic reuslts with a lifescan meter. The patient's blood glucose results were 289, 500 mg/dl. Tests were done within 10 minutes with a defference of 47%. Patient did not expeirence any adverse events. No further information has been reported.